Manufacturer narrative:
Device is a combination product. (B)(4). Device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported event may be due to interaction with another device. (B)(4).

Event description:
It was reported that partial deployment of stent occurred. The 100% stenosed target lesion was located in the mid to distal left anterior descending (lad) artery. A 2.25 x 16 synergy¿ drug-eluting stent was deployed with low pressure. Intravascular ultrasound (ivus) was performed with a non-bsc imaging catheter and the stent became stuck. The physician suspected that the cause of the issue was due to the stent was not fully expanded. After the imaging catheter was pulled out, post dilatation was performed and the procedure was completed. No patient complications were reported and the patient's status was stable.